Event description:
It was reported that the procedure was to treat a moderately tortuous, mildy calcified, and 80% stenosed proximal left anterior descending artery. A 3.0 x 28 mm xience prime stent delivery system was advanced to the lesion and the stent implant was deployed. A dissection occurred which was treated by using a 3.0 x 15 mm xience prime. The patient is fine. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. A cine was received and reviewed by an abbott vascular clinical specialist. There is a bifurcation lesion in the proximal left anterior descending (lad)/diagonal. Two balloon dilatations are performed at the lesion site in the proximal lad. There appears to be a dissection just distal to where the balloon was inflated. Additional balloon inflations are performed along the length of the lesion. A stent is deployed over the lesion and covering the dissection. A wire is positioned in the diagonal. A change in view suggests a dissection at the proximal edge of the stent. A stent is deployed at this site with slight overlap of the initial stent. The stented area is then post-dilated. It was concluded that the images suggest dissection post-dilatation thus confirming the incident description. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, is listed in the xience prime everolimus eluting coronary stent system instructions for use, as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.